Event description:
It was reported that there was large variation in temperature with secondary fault of a split hose.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the large variation in temperature. With secondary fault of a split hose. As per follow up information received via email on 30aug2023, the device was currently at the crawley depot for repair. It was on hold and awaiting parts. The repair was not done due to on hold awaiting parts. No patient impact and no medical intervention required. As per sample evaluation results on 13jul2023, it was reported that there was air leak identified due to faulty manifold.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed as it was noted that there was a faulty chiller. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.